Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ instrument the door won't stay opened and kept slamming hard. The following information was provided by the initial reporter: "it was reported by the customer that the max door won't stay open. Customer reporting that the max door won't stay opened, as it keep slamming hard and easily when opened."

Event description:
It was reported that during use with the bd max¿ instrument the door won't stay opened and kept slamming hard. The following information was provided by the initial reporter: "it was reported by the customer that the max door won't stay open. Customer reporting that the max door won't stay opened, as it keep slamming hard and easily when opened."

Manufacturer narrative:
H.6 investigation summary: a complaint of "door won¿t stay open" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. Door hinge and gas strut were replaced to resolve the issue. Instrument was functioning without errors after complete verification and released to the customer for regular use. The root cause was unable to be determines as no materials were received for investigation. DHR review for the instrument ct1605, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.